Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: a review of the black box revealed no power on reset (por) events. The battery cap secured to the pump and maintained electrical connection. The pump was opened; there was no intermittent conditions found on the power printed circuit board. The pump powered on correctly with no power interruptions duplicated during investigation. The reported, "no power" complaint was not duplicated; however, cracks were observed in the battery compartment from the threads left of the grip pad and above the grip pad to threads.